Manufacturer narrative:
Results: the sample is not available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, a root cause for this incident could not be identified. (B)(4).

Event description:
It was reported that after using a bd ultra-fine insulin pen needle, the patient developed redness, swelling, and hardnessat the injection site in his abdominal area. On (B)(6) 2014 the patient started a 10 day course of clindamycin. On (B)(6) 2014 the patient restarted a second 10 day course of clindamycin because he had not improved. On (B)(6) 2014 the patient was evaluated in an emergency department and was admitted to the hospital for a skin reaction. While hospitalized, the patient received pain medications and two doses of IV solu-medrol. The patient's symptoms improved and he was discharged from the hospital on (B)(6) 2014 with a prescription for prednisone.